Manufacturer narrative:
Date the device was returned to manufacturer is unknown. Investigation date used for this field. Multiple PMA/510(k)#s: k023331 and bk050036. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 74560 with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
I was reported that a bd vacutainer® sst¿ ii advance plus blood collection tube had black foreign matter in the gel. No report of serious injury or medical intervention.